Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low, out-of-range pacing impedance measurements were reported on the right ventricular (rv) channel of this cardiac resynchronization therapy pacemaker (crt-p). Noise on the rv channel was also reported but it was unclear if any pacing inhibition resulted. The patient reported feeling lightheaded. The lead was replaced and the issue was reportedly resolved. This device remains in service. No additional adverse patient effects were reported.